Event description:
A customer reported to olympus, the oes cystonephrofiberscope tip appeared to be missing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, there was water and air leakage from the flexible part, due to damage to the curved part. There was water and air leakage from tip due to load applied. The bending section cover had a hole/cut. The image guide had multiple breakage. The battery mark was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported missing/detached could not be determined, as no additional event information was reported or is available. Olympus will continue to monitor field performance for this device.